Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports an expedium si polyaxial screw was had been inserted into l2 of the patient during a previous surgery. Revision surgery was performed due to degeneration of the adjacent vertebra and not due to device failure. During the revision surgery, the tip of the expedium quick connect si polyaxial screwdriver broke when the surgeon inserted a concomitant device 5.5 titanium cortical fixation screw without first tapping the insertion hole. According to the surgeon, he felt the strong torque when the driver was broken. The broken tip was contained in the screw that was removed intra-operatively. Another driver was used to insert a new screw and the case was completed. There was a resulting five minute delay to the procedure and no adverse consequences to the patient. The affiliate has been asked to provide the name of the surgeon and the name and address of the hospital where the event occurred.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. One (1) expedium quick connect single innie polyaxial screwdriver was returned to the complaints handling unit (chu) for evaluation. Visual verification revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s broken distal tip remained in the drive feature of the polyaxial screw. No other anomalies were observed during evaluation. Results from a scanning electron microscopy analysis (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the expedium quick-connect single innie polyaxial screwdriver was conducted. No issues were identified during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. As such, the product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and has been reviewed as a part of post market surveillance activities with no design actions required as a result. Further review will be performed and complaint trends will continue to be monitored as part of post market surveillance activities. The root cause of the screwdriver tip becoming broken cannot positively be determined. However, the sem fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this si polyaxial screwdriver. Therefore, this complaint file will be closed with no further action required.